Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was 14 mmol/l. The customer reported that they received a critical pump error image on the insulin pump screen. The customer reported that there was no alarm prior to critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or critical pump error due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.